Event description:
The customer reported the subject device exhibited a leakage. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion tube was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (leakage) was confirmed and found to be caused by holes in the insertion tube. In addition, service found the insertion tube was wrinkled, the bending angle was out of specification due to wear of the angulation wore, there were spots on the image guide bundle, and the flexible tube of the insertion tube was crushed. Scratches were observed on the control section, the eyepiece, the control section cover, the grip, the cap of the forceps stopper, the angle lever, the up down plate, the light guide connector, and the fixed ring due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. It is likely the defect was caused by stress from repeated use, external factors, or handling.